Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known. Customer administered a glucagon injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and was treated with intravenous saline, resolving the issue with no permanent damage. Reportedly, customer experienced a "hypoglycemic coma" and required "CPR [cardiopulmonary resuscitation]"; resulting in "broken ribs". Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.